Event description:
Reporter stated there are 2 thin vertical lines down the middle of the meter display. No adverse event reported. Product was requested to be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).